Event description:
A malfunction alarm, identified as malfunction code 9, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with this process, after which the malfunction code did not recur. The customer was instructed to monitor the situation and advised to contact support again if the issue reappeared, and they acknowledged and understood the guidance.